Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to stress related problems traced to component failure. It is likely the following led to the malfunction: the device has evidence of bx channel leaking, which is consistent with the reported event should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During olympus¿ device analysis it was indicated that the bronchofibervideoscope had a chipped bending section adhesive. There were no reports of patient involvement.